Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the blood glucose monitor displayed an error message when she was experiencing hypoglycemic symptoms. Her mother was unable to reach her and contacted the paramedics. She is unsure of the time-frame between when the error was received and when the paramedics arrived. Her blood glucose was 20 mg/dl on the professional meter, and she was treated with d-50 glucose IV. She was not transported to the hospital. The last result she received was 76 mg/dl at 5:48 a.m. On a competitor's meter. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.